Event description:
It was reported that the ventricular lead was inadvertently inserted into the atrial port and the atrial lead was inadvertently capped during an upgrade to a biventricular defibrillator. The pocket was opened that same day and the leads were revised. The atrial lead was uncapped and remains in use. The ventricular lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.